Event description:
A pt was implanted with the freehand system hand grasp neuroprosthesis in 2001. Two months later, the pt reported that experiencing difficulty achieving coupling between the external control unit and the implantable receiver-stimulator (irs) implanted in the pt's chest. There is no pt injury. The pt is "heavy chested" and coupling is highly sensitive to pt position, indicating that the irs was likely implanted too deeply. A revision surgery is being planned to reposition the irs at a more shallow depth.